Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter expired early. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, transmitter failure was found in connection to the reported allegation. The reported event of a transmitter early expiration is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.